Event description:
Caller reported a malfunction on the pump, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump and provided information on how to perform a pump reset if needed. The malfunction did not recur, and the customer was advised to continue using the pump, with instructions to contact support again if the issue happened again.